Event description:
There was no pt involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in july 2010 and performed to specification, alongside random manual power ons, up to the 8th december 2013. The device failed multiple self-tests due to a low battery between 15th december 2013 and 15th january 2014. A further pad-pak was installed and the device then performed as expected up to 12th april 2015. The device records multiple manual power ups of mainly ten minutes duration on the 15th april 2015 and the last log entry on the 20th may 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would further suggest a membrane failure. Slight voltage fluctuation was observed during testing however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.